Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. Unit was monitored and no pump error alarm noted. Pump error alarm confirmed in the pump history and during self test due to broken trace. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got multiple pump error. Customer reported that they receive motor arm cannot communicate with the main arm and hardware low level failure alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed for pump error. The product will return for the analysis.